Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer¿s report of ¿last saturday¿. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to a battery icon appearing on the meter display. As a result, customer experienced symptoms of hypoglycemia, sweating, hiccups, and a loss of consciousness. Customer received insulin by a healthcare professional at the hospital as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to a battery icon appearing on the meter display. As a result, customer experienced symptoms of hypoglycemia, sweating, hiccups, and a loss of consciousness. Customer received insulin by a healthcare professional at the hospital as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visually inspected the reader and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Issue is not confirmed to to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.